Event description:
Initial info from the user was 'end getting hot'. Upon further investigation, the device 'immediately got hot'. The bur was jumping in and out and 'wobbling in the attachment'. A new bur was used and the user did check and reinsert the bur. The bur continued to hit the attachment. Irrigation was used during the procedure abd steam was created from the heat of the device. A linvatec bur was used during this event, however was not sent in to the MFR. No injury, delay or alteration was reported to MFR.